Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00132. The device was manufactured between 12oct2018 and 16oct2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused. The expected infusion time was 48 hours; however, the actual infusion time was 3 days. The device was filled with 5fu in 240ml of 0.9% normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.